Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The catheter did not slitting along the score lines. Visual analysis of the catheter indicated damage during use. The analyst noted because the catheter was received with severe damage and completely slitted, therefore the complaint of catheter distal tip point could not be test in the lab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the physician that the delivery catheter was difficult to slit. The physician stated he was unable to slit through the "black part" and had to use scissors and a scalpel, the physician also reported that the sheath almost twisted when slitting. The physician noted that the catheter tip is usually pointed horizontally, however this catheter pointed vertically and made positioning of left bundle lead extremely difficult. No patient complications have been reported as a result of this event.